Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while trying to suction irrigating fluid after ligating the tubes in a laparoscopic tubal ligation procedure, the cannula broke. The suction irrigator got stuck in the cannula and they couldn't remove it. Opened a new cannula and suction irrigation. There was no patient injury.